Event description:
Customer reports that pins 3, 4, and 5 are darkened or discolored. Customer states that they do not appear melted or burned. No injuries reported. Requested return of suspect device and replacement was sent.